Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative, that two rt280 adult dual-heated evaqua2 breathing circuits were found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: one of the complaint rt280 adult dual-heated evaqua2 breathing circuits was returned to fisher & paykel healthcare in new zealand, where it was visually inspected. Results: visual inspection revealed a cut on the tubing of inspiratory limb. The cut appeared to have been made by a sharp object. Conclusion: we are unable to determine the root cause of the reported event, however the damage appeared to be the result of the circuit bag having been opened with a knife or box cutter. All breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt280 adult dual-heated evaqua2 breathing circuit states the following: "visually inspect breathing sets for damage before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." "Check all connections are tight before use."

Manufacturer narrative:
(B)(4). The complaint rt280 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative, that two rt280 adult dual-heated evaqua2 breathing circuits were found damaged before patient use. There was no patient involvement.